Manufacturer narrative:
Medwatch submitted to the FDA on 08/14/2015.

Event description:
Pt reported child diagnosed with a neurological disease specified as 'autism". Follow-up revealed physician confirmed child's diagnosis of autism and causality is unk. No indication of treatment. Device remains implanted. This medwatch is for the right side. See MFR report (B)(4) for the left side.

Manufacturer narrative:
"Potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation."

Event description:
Patient reported right side deflation. Date of onset provided as "(B)(6) 2017." No indication of treatment. Device remains implanted.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified a flat crease. A leak test was performed and found a crack/opening. Microscopic analysis was performed which identified a crack/opening. Based on the device analysis the final assessment is: a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
The device has been explanted. This medwatch is for the right side. See MFR report # 9617229-2015-00255 for the left side.